Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the reported blurry image issue could not be reproduced and the issue could not be confirmed. The device was found to meet specifications. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter.5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: the issue occurred during testing prior to a colonoscopy procedure. The procedure was performed using a different scope.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connector was replaced due to a bad plug unit and cable cord plus there was a crack on the scope connector case unit (sc case). Additional non-reportable malfunctions were found during evaluation are as follows: no data transmission, switch had no function, low angulation, loose control right/left and upward/downward knob, distal end plastic cover had dent/scratches, objective (ob) and light guide (lg) lens had worn glue, bending section cover (a-rubber) had a crack, insertion tube had a deep dent, lg tube had scratches, and the scope connector advance diagnostics test found the wet detection sticker (wds) was activated. The labels were recommended to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope entire image was blurry when plugged in to the tower. The issue was found during preparation for use of an unknown procedure. There were no reports of patient injury or harm.